Event description:
It was reported that a spectrum iq infusion pump did not alarm for upstream occlusion. This occurred during preventive maintenance testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h10. H10: the device was received for evaluation. During functional testing, the reported problem "failed pm - did not alarm for upstream occlusion" was not reproduced. The device was tested for upstream occlusion detection and ultrasonic sensor upstream air testing and passed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.